Manufacturer narrative:
H6: codes were updated. No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. Based on the review of the service history and information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. No event history log provided.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the two devices were leaked because the adhesive became unstuck, which resulted in elevated glucose levels. They stated to clean the infusion sites on the leg and abdomen with alcohol, allows them to dry, then applies skin prep and holds the infusion set in place for up to 20 seconds, though unsure if held it long enough. The patient also changed the cassette (not an ICU medical product) along with the full cleo 90 infusion set and administered two manual insulin injections. Additionally, switched from using novolog to humalog with the most recent cassette change. The pwd reported that the current infusion site is not leaking and that glucose levels have remained stable since applying the new set and regaining control of the glucose. There was no patient injury.